Event description:
A malfunction with code 16 was reported, and there were no notable events prior to it. There was no adverse impact on the customer's blood glucose level as it did not exceed critical thresholds. Technical support arranged for the replacement of the pump, which was under warranty. The customer was instructed to use multiple daily injections as a backup insulin therapy, to put the current pump into storage mode, and to return it using a prepaid label within 10 days.